Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to the pump unable to recoil. A diagnostic MRI found that the device was empty and it was replaced. It was noted the doctor thought that the device was empty due to a tubing leak.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the shorter exhaust tube of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 1. Separations were noted on the bladder of cylinder 1. These are sites of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 occurred after the device packaging was opened. While no other functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the bladder of cylinder 1 revealed tiny pinholes indicating contact with a sharp instrument. Based on the evaluation and information received, the separation may have most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.